Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative, via (B)(4), reported that an ar-2384 quad tendon-stripper cutter broke during a case. This did not affect the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2384 quad tendon-stripper cutter batch number: 012423 was received for investigation. Visual evaluation of the returned device noted damage to one of the springs. Functional testing was attempted, and it was found that the device was met with resistance when actuated making it difficult to use as intended. The most likely cause for the reported failure can be attributed to misuse due to mishandling/user error due to excessive mechanical forces being applied during use. Refer to investigation photos.